Manufacturer narrative:
(B)(4). Ice evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation.

Event description:
The customer reported that while using their avea ventilator, it is alarming high fio2. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The customer's reported issue was unable to duplicated in the laboratory setting. During testing, it was found the gas delivery engine (gde) has fio2 inaccuracies and the cause was isolated to the o2 blender.